Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was thoroughly inspected and analyzed. Memory logs indicates no issues were found within the device . The diagnostic data shows, cell depletion and power usage consistent with normal battery depletion. Investigation confirmed no problem detected and that the device reached normal battery depletion.

Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd) . Subsequently, the device was explanted. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.